Manufacturer narrative:
Date of birth: 1952. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter detachment occurred. A 150/20 renegade hi-flo was selected for use. During preparation, outside the patient, the external cover of the device was disinfected and the microcatheter was removed from the hoop. However, it was noted that the distal end of the device was detached. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The catheter was examined and it was found that the shaft was broken with the inner braid exposed from 51-68 cm from the hub. The shaft was also found to be broken, with the inner braid exposed from 113-130cm from hub. The shaft was also found to have been badly damaged from approximately 18-25cm from distal tip. No other issues or defects noted on the analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter detachment occurred. A 150/20 renegade¿ hi-flo¿ was selected for use. During preparation, outside the patient, the external cover of the device was disinfected and the microcatheter was removed from the hoop. However, it was noted that the distal end of the device was detached. The procedure was completed with a different device. No patient complications were reported.